Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were received together. The advancer knob was not on the advancer or returned for analysis. The sheath was microscopically and visually inspected. There was a hole in the sheath 16.5cm from the strain relief on the catheter body housing. There were also numerous kinks and coil marks throughout the sheath. Functional testing was performed by connecting the rotablator rotalink plus device to a rotablator control console system. When the drip line was turned on, water started leaking from the hole in the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-aug-2016. It was reported that a leak at the level of the advancer occurred. A 1.25mm rotalink plus and rotawire were used. The 1.25mm rotalink plus was prepared with contrast and risordan (isosorbide dinitrate). In the middle of the procedure, located outside the patient, a leak of the drug solution was noted in the line between the saline infusion port and the advancer. The procedure was completed normally with this device with no clinical consequences. However, device analysis revealed saline was leaking from a hole in the burr catheter sheath.